Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, developed pain and a limp and radiographic imaging displayed an avulsion fracture of the right greater trochanter. Approximately 5 years post-implantation, underwent a revision and found metallosis and indicated that the metallosis caused the osteolysis which led to the avulsion fracture. The head was cold welded and an extended osteotomy was performed. All implants were revised and five cables/wires were implanted, including trochanteric fixation. During the procedure one unit of blood was transfused due to bleeding from exposed bone during the procedure and the patient then received an additional unit postoperatively. The patient was discharged in stable condition and has continued to slowly progress post-operatively. Attempts have been made and no further information has been provided.